Event description:
Pt status post implantation with plate and screws was in physical therapy and heard a pop. Pt returned to surgeon and an x-ray showed one screw was backing out of the plate. Pt fell one month later, returned to surgeon; an x-ray showed seven screws backed out of the plate. Surgeon is scheduling a removal of the hardware. This is three of seven reports for this event.

Manufacturer narrative:
(B)(4): synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot/part number was provided. Without a lot number a device history record review cannot be requested.